Event description:
It was reported that the sutures were fraying during a vascular procedure. The amount of sutures that frayed is not known. The procedure was completed using sutures from a different lot number. No additional info is available from the customer.